Manufacturer narrative:
Sections with additional information as of 19-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to clinic due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 26-apr-2023 to ensure the customer's condition had improved - able to establish contact with customer who reported medical intervention since the last call. After the initial call, customer had gone to a clinic on (B)(6) 2023 and the diagnosis had been high blood glucose. The customer had been told due to the high blood glucose, he would have to take care of himself. The clinic had re-filled the customer's diabetic medication. The customer did not report experiencing any diabetic symptoms at the time of the call. Note 2: manufacturer contacted customer in a follow-up call on 28-apr-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved. Customer did not report experiencing any diabetic symptoms and no additional medical intervention since the last call was reported. Note 3: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5) and hi blood glucose test results. Nurse is calling on behalf of the customer. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Due to the hi, nurse stated she would be calling the customer's physician. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 03/27/2024; open vial date and product storage were not disclosed. The meter memory was not reviewed for previous test result history. Call had been disconnected; manufacturer was unable to establish contact with nurse/customer.